Manufacturer narrative:
Fields updated: b4, g3, g6, h1, h2 (completed as ''additional information'' as a placeholder; no new information received), h6. The manufacturer attempted to retrieve additional information on the event. However, no further information has been provided to date despite the manufacturer's attempts. Since the serial number is unknown and the device was not returned to the manufacturer after the explant, no further investigation is possible at this time. Based on the available information available, the patient underwent an aortic valve replacement and, during the same procedure, the prosthetic mitral valve was also explanted. Based on the information available, there is not enough evidence to suspect a device relationship between the event and the corcym device implanted, as also reported from the field (''there was no problem with the product''). The root cause can be reasonably traced to procedural factors related to the intervention performed on the aortic valve. Should the manufacturer receive additional information in the future, an update to this reporting activity will be provided.

Manufacturer narrative:
Unknown disposition.

Event description:
Due to aortic valve disease, mitral valve surgery was performed at the same time, and the product carbomedics standard prosthetic heart valve, mitral m7-029 was explanted on (B)(6) 2021. There is no problem with the product. No further information provided at this time about device serial #, implant date, availability of explanted valve, patient details and outcome.